Event description:
It was reported that the power cord sheathing was damaged with exposed wires and the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.